Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient exchanged their system controller on (B)(6) 2025 without guidance due to an alarm. The patient reported that it was initially a yellow wrench alarm, and then additionally a red heart alarm, and it was noted that the patient was instructed by their implanting center to always change their controller. There were no reported patient symptoms or injuries due to the ensuing pump stop. The patient was seen in the clinic for a routine visit on (B)(6) 2025 and was stable. Log files were submitted for review and captured the driveline disconnection and system controller shutdown caused by the controller exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues with heartmate 3 left ventricular assist system (lvas), serial number (B)(6), were reported or identified through this evaluation. The submitted log files contained routine events leading up to the reported pump stop due to a controller exchange on 22jan2025 at 18:41:34. See controller investigation for further analysis of the exchange. No notable events were captured prior to the exchange and the pump appeared to function as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Although no device related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate 3 lvas no further information was provided. The manufacturer is closing the file on this event.